Event description:
Reporter indicated that intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance reading was obtained after the new generator was connected to the original lead. The generator and lead were disconnected and then the generator alone was tested with a test resistor, yielding ok results. Visual inspection of the exposed portion of the lead did not reveal any breaks or fluid in the lead tubing. Lead break is suspected. It is believed that the neurosurgeon cancelled the surgery and did not replace the generator, pending possible lead replacement at a later date. It is not known whether the high lead impedance condition existed prior to the attempted surgery or whether the lead was damaged during the procedure.